Event description:
It was reported the pain management healthcare provider (hcp) believed it might be a good idea to replace catheters routinely when a patient has their pump replaced a second time as they have seen patients who have run into problems. No patient information, symptoms, intervention, drug information or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).